Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm on their insulin pump. The customer's blood glucose level during the incident was 160 mg/dl. The insulin was squirting out during the manual prime process. They were unable to exit the preparing to prime loop. It was also mentioned during troubleshooting that the dome sticker was missing. The sticker was peeling off and they had tried to put it back on. The customer was advised to have the customer discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to verify error or alarms or perform self-test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to alarm. However, the insulin pump passed the stop current test, run current test and displacement test. The insulin pump was received with cracked case at the display window corners, minor scratched and cracked display window. The insulin pump was missing the end cap sticker and drive support sticker.